Event description:
Same case as MFR report#: 2134265-2010-02702. It was reported that during a coronary drug eluting stenting treatment procedure, removal difficulties occurred. The patient presented with fractional flow reserve reduction, congestive heart disease with dyspnea including intermittent typical angina pectoris and switching between atrial fibrillation and atrial flutter. Access was obtained through the right femoral artery. The 75% stenosed concentric de novo lesion measuring 2.7mm in diameter and 27mm in length was located in a moderately tortuous and moderately calcified right interventricularis anterior artery that contained a bend of less than 45 degrees. The lesion was predilated with a 2.0x20mm balloon which reduced the stenosis to 50%. A 2.75x28mm promus element drug eluting stent was advanced to the lesion, but resistance was felt. When the physician attempted to remove the device it became entangled in the guidewire and all devices were removed together. The lesion was predilated again, two times with a 2.5x20mm balloon. A 2.75x24mm promus element stent was advanced to the lesion, but could not fully cross the distal portion of the lesion. The device was unable to be withdrawn; therefore, the stent was deployed at 10 atms. This resulted in a "good proximal result" and timi iii flow; however, a minor dissection was noted at "stent exit." The dissection "advanced" after the deployment of two 2.5x8mm non bsc stents and a 2.25x12mm non bsc stent resulting in the dissection becoming completely apposed. This resulted in a good result with little spasm of the vessel distally to the stent with insignificant oversizing. It was noted that postinterventionally there was sudden stent occlusion with spontaneous lysis or vessel spasm. No further patient injuries or complications occurred. Patient status is listed as "stable." It was recommended that the patient return in four weeks for isthmus ablation and cardioversion as needed and a diagnostic angiography in six months. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - a visual examination determined that the stent delivery system (sds) was returned with the stent stuck in the distal end of a guide catheter (gc) with a guidewire running through both the device and the gc. The stent was in a fixed position as it was unable to move proximal due to stent damage having a greater diameter than that of the inner diameter of the gc. It was also unable to move distally due to the leur lock attached to the proximal end of the gc. When the leur lock fitting was detached it was possible to move the device and stent distally. The stent was damaged at the middle and proximal sections as the struts were raised distally to be bunched in the middle of the stent. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. Solidified blood was present within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications the most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MFR report#: 2134265-2010-02702. It was reported that during a coronary drug eluting stenting treatment procedure, removal difficulties occurred. The patient presented with fractional flow reserve reduction, congestive heart disease with dyspnea including intermittent typical angina pectoris and switching between atrial fibrillation and atrial flutter. Access was obtained through the right femoral artery. The 75% stenosed concentric de novo lesion measuring 2.7mm in diameter and 27mm in length was located in a moderately tortuous and moderately calcified right interventricularis anterior artery that contained a bend of less than 45 degrees. The lesion was predilated with a 2.0x20mm balloon which reduced the stenosis to 50%. A 2.75x28mm promus element drug eluting stent was advanced to the lesion, but resistance was felt. When the physician attempted to remove the device it became entangled in the guidewire and all devices were removed together. The lesion was predilated again, two times with a 2.5x20mm balloon. A 2.75x24mm promus element stent was advanced to the lesion, but could not fully cross the distal portion of the lesion. The device was unable to be withdrawn; therefore, the stent was deployed at 10 atms. This resulted in a 'good proximal result' and timi iii flow; however, a minor dissection was noted at "stent exit." The dissection 'advanced' after the deployment of two 2.5x8mm non bsc stents and a 2.25x12mm non bsc stent resulting in the dissection becoming completely apposed. This resulted in a good result with little spasm of the vessel distally to the stent with insignificant oversizing. It was noted that postinterventionally there was sudden stent occlusion with spontaneous lysis or vessel spasm. No further patient injuries or complications occurred. Patient status is listed as 'stable.' It was recommended that the patient return in four weeks for isthmus ablation and cardioversion as needed and a diagnostic angiography in six months. This product is only ous approved but it is similar to an approved us device.